Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent the following procedures: on (B)(6) 2009: excision of vaginal mesh and bilateral paravaginal defect repair due to pelvic pain, dyspareunia and stress urinary incontinence; on (B)(6) 2010: laparoscopic excision of mesh due to pelvic pain and possible mesh complication. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystourethroscopy due to cystourethrocele, rectocele and pelvic organ prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and nocturia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.